Event description:
In 2004 20:45, reported by the customer. On a pt at the time of the event. The ventilator alarmed - ln vent1 alarm with sound. The primary power source used with the vent was ac adapter. The power source the ventilator was on at the time of the event was ac adapter. Unk how long the ventilator was on this power source prior to the event. No add'l power sources were tried. Unk if there are allegations of the ventilator causing pt harm. The event occurred in hosp. A health care prof was present at the time of the event.